Manufacturer narrative:
Follow-up narrative: method of evaluation: review of additional information reported to lifecell conclusion code: updated. Based on the information reported, including both devices from the same lot implanted bilaterally with infection only developing in one breast 4 weeks post and the investigation into lot sp100003 resulting in no remarkable findings, including (B)(4) devices distributed with no other clinical complaints reported against the lot and device history review with no deviations or non conformances revealed during processing and acceptable product sterilization, lifecell concludes that the event is unlikely related to the device. Lot sp100003 met qc release criteria. Device discarded by the physician.

Event description:
This is a follow-up/final report to the original report emdr 1000306051-2014-00047 to update additional information received. Refer to updated: additional information was received regarding the lot number of the left (unaffected) breast. Both devices implanted bilaterally were from the same lot with infection only developing in one breast 4 weeks post.

Event description:
On (B)(6) 2014, two infection complaints were reported to lifecell by aesthetic and reconstructive plastic surgery. This report is associated with patient #1. Refer to report 1000306051-2014-00048 for patient #2. (B)(6) year old female patient with a condition of obesity and a history of mastopexy/augmentation underwent a bilateral capsulectomy with implant replacement subpectoral using lifecell devices for reinforcement on (B)(6) 2014. Liposuction was done on the lateral chest wall. The right breast developed an infection (enterococcus) 4 weeks post op. The device and implant were removed from the right breast (date of explant not reported, estimated to be (B)(6) 2014). The left breast was unaffected and the device and implant remain implanted. It was reported that the patient healed well.

Manufacturer narrative:
Method: - review of information reported to lifecell; - review of the device history record for lot sp100003; - query of the lifecell complaint system. Results: - investigation into lot sp100003 resulted in no remarkable findings with no deviations or non conformances revealed during processing. - lot sp100003 met all qc release criteria. - as of (B)(4) 2014, no other clinical complaints have been reported to lifecell against lot sp100003. - as of (B)(4) 2014, (B)(4) devices have been distributed from lot sp100003 with (B)(4) devices reported as implanted. Conclusion: based on the information reported including the development of infection 4 weeks post op and the investigation into lot sp100003 resulting in no remarkable findings, including (B)(4) devices distributed with no other clinical complaints reported against the lot and device history review with no deviations or non conformances revealed during processing and acceptable product sterilization, lifecell concludes that the event is unlikely related to the device. Lot sp100003 met qc release criteria. If additional information becomes available, lifecell will file a follow-up report. Device discarded by the physician.